Event description:
Patient was implanted with the matrix system on (B)(6) 2012 at levels l5-s1. It was reported that the patient has undefined additional adjacent levels at levels l4-l5. Patient was returned to the operating room on (B)(6) 2012 for revision surgery. Surgeon removed all hardware and patient was revised with 6 new screws, 2 new rods, and 6 new locking caps. This is 7 of 10 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.